Event description:
It was reported to boston scientific corporation that a lynx system was used during a procedure. According to the complainant, during the procedure, the association loop did not attach properly. There were no patient complications reported, and the case was finished with the same procedure (device unknown).

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the event is unknown.